Manufacturer narrative:
A ge svc rep performed an on site investigation. The connectors were reseated during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported a loud sound was heard and thereafter the displayed image disappeared. There are no reports of pt injury or death associated with the event.